Event description:
A customer reported a pump malfunction, which occurred without any notable preceding events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction code did not recur. The pump was deemed usable, and the customer was advised to call back if the issue occurred again, which the customer acknowledged and understood.